Event description:
It was reported that during a thoracotomy, the product tore a hole in the pulmonary artery. The middle of the product was placed completely over the artery and fired. When the product was removed, it looked like the staples in the middle did not form all the way through and tore the artery. The or time was extended by an extra hour to suture repair the artery. The patient is okay now.